Event description:
It was reported via repair work order that the cot dropped at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot dropped at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The head end lock rod and release rod bushing were corroded. The damaged lock rod and release rod bushing are a likely contributing factor to the cot drop event. The corrosion was likely caused by not properly drying the unit after it becomes wet. The manual states to position the cot in a specific manner to air dry. If the cot is not placed in this manner, the fluid may not drain properly and could cause rust to develop.

Manufacturer narrative:
Investigated by distributor.